Manufacturer narrative:
It was reported that a revision surgery was performed due to fracture. No product was returned. However, a cd was received by the medical team. Based on the radiological imaging and complaint details provided for the similar complaint (B)(4), file # 524463 revision was due to the fractured mid proximal 1/3 left femur just superior to the single distal screw possibly secondary to the stress of the non united femoral neck fracture and the im nailing. Post revision imaging reveals reduction with a longer im nail, cerclage cables, as well as 2 distal screws. Of note, the patient¿s bone quality, the distal screw insertion technique, as well as primary post op restrictions, adherence, and/or trauma remain unknown. The patient impact beyond probable pain/discomfort, the reported revision and an expected post revision rehabilitation phase cannot be determined. As device details were not made available, device history record and complaint history review cannot be completed. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. Smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee.a review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.)multiple images were provided on cd. Post-op (same day?) Lat x-ray images related to file # 524463 dated 3/8/2018 confirms themid-shaft fracture (a new non-displaced fracture post-implantation). Non-union of the femoral neck is not unexpected. Post-revisionimages dated approximately 20 days post implantation images showed placement of a significantly longer im nail and 2 cerclagewires in the mid-proximal 1/3 left femur in the presence of continued non-union of the femoral neck. It remains unknown if the distalscrew was tightened by hand or power. No further clinically relevant documentation was provided for inclusion in a medicalinvestigation. No further medical assessment can be rendered at this time.in conclusion: based on the radiological imaging and complaint details provided for the similar complaint (c-222498), file # 524463revision was due to the fractured mid-proximal 1/3 left femur just superior to the single distal screw possibly secondary to the stressof the non-united femoral neck fracture and the im nailing. Post-revision imaging reveals reduction with a longer im nail, cerclagecables, as well as 2 distal screws. Of note, the patient¿s bone quality, the distal screw insertion technique, as well as primary post-oprestrictions, adherence, and/or trauma remain unknown. The patient impact beyond probable pain/discomfort, the reported revisionand an expected post-revision rehabilitation phase cannot be determined. Mi report approved by (B)(6) templeton on 7/24/2019.in conclusion: based on the radiological imaging and complaint details provided for the similar complaint (B)(4), file # 524463 revision was due to the fractured mid-proximal 1/3 left femur just superior to the single distal screw possibly secondary to the stress of the non-united femoral neck fracture and the im nailing. Post-revision imaging reveals reduction with a longer im nail, cerclage cables, as well as 2 distal screws. Of note, the patient¿s bone quality, the distal screw insertion technique, as well as primary post-op restrictions, adherence, and/or trauma remain unknown. The patient impact beyond probable pain/discomfort, the reported revision and an expected post-revision rehabilitation phase cannot be determined.

Event description:
It was reported that a revision surgery was performed due to fracture.